Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the control iq software did not suspend insulin deliveries as intended when bg levels were low. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Customer consumed carbohydrates to address bg. Tandem technical support advised customer to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.